Manufacturer narrative:
Analysis found that the pre-temperature test could not be performed as the motor was not running smoothly. The tool bit was not locking. The nose section and mid section assembly was corroded and faulty. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device had a suddenly overheated in less than a minute prior the procedure. There was no patient involvement.